Event description:
A malfunction was reported with a malfunction code displayed as "malf 9." There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arise, and they acknowledged and understood these instructions.